Event description:
According to the reporter, the metal ring broke off and the bag with the specimen inside fell into the patient's abdominal cavity. It was then retrieved and easily removed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was then forwarded to san isidro manufacturing (sima) for further evaluation. Pmv observed that the metal ring was totally disengaged from the shaft of the device, which sima was unable to replicate. Sima found it was not possible for the observed condition of the device to be attributed to a deficiency in the manufacturing process. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance received one device opened by the account with the appropriate packaging in an undamaged condition. The visual inspection of the returned product noted: the metal ring was totally disengaged from the shaft of the device. Pmv performed functional testing: no functional testing was performed due to condition of received device. Device will be forwarded to engineering for further analysis as metal ring had totally disengaged from the shaft of the device. If information is provided in the future, a supplemental report will be issued.